Event description:
The customer reported that while running an hiv-I p24 antigen assay, using a summit sample handler, the level in rows b,c and d were low. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.